Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that she "has been getting shocked lately". The patient stated that she turned off "the machine" to see if her ins was causing the shocking and stated that she was "still getting shocked" so she was not sure if her ins was causing the shocking or not. The patient clarified that she was getting shocked "on the tailbone and around the buttocks area" when she is "sitting down certain ways". The patient further clarified that she was getting shocked when she moves in certain positions or sits in the car a certain way. The patient stated that she had back surgery to have her "nerves burned" on her lower back so she didn't know if the shocking was from that or her ins. The patient stated that the shocking started following getting her nerves burned at the "beginning of the year". The patient stated that following getting her nerves burned she "found a little bump" on her back and stated that she was "not sure if it is superficial or a wire or what it is". The patient stated that she has an ultrasound scheduled for tomorrow to identify what the bump is. The patient further clarified that the bump was on her lower back "a little bit lower than the waist". The patient reported that she noticed the shocking at the same time that she noticed the bump. Patient services tried to clarify if the patient could palpate her implant and the patient¿s phone lost connection and the agent could not understand the patient¿s response. Patient services called the patient back and the patient did not confirm if she could palpate the implant, but stated that she had "lost some weight" from when she was "sick about 9 months ago". The patient stated that she noticed the weight loss "within 6 months" following being sick and she went from 165 to "130 something" pounds. The patient confirmed that the illness was unrelated to her device/therapy. The patient noted that she was in a car accident and that was the reason for getting the device implanted because her "bladder went out" following the accident. The patient also noted that she had her nerves burned because of the effects from the car accident. The patient confirmed ins status with the patient programmer (pp). Therapy was on. The patient confirmed on the call that her stimulation was turned on. The patient stated that she "probably didn't" turn stimulation off. The patient initially decreased stimulation on the call down to 0.0. The patient later turned stimulation off completely. The patient stated that she has had stimulation off "for 3 days" and she was still getting shocked. The patient stated that she was "not really" feeling the shocking sensation following turning off stimulation on the call. The patient stated that she has not had a return of symptoms. Patient services reviewed stim on/off options until the patient could meet with the healthcare provider (hcp). The patient confirmed that she was getting 50% or greater therapy relief. No further complications were anticipated/reported.